Manufacturer narrative:
No product was returned for eval. As the lot number was not available, the complaint could not be replicated.

Event description:
Pt reported that over the past 1.5 years, 4-5 infusion sets leaked insulin at the cannula. Blood glucose elevated as high as 220 mg/dl. Pt delivered insulin via pen and infusion device to correct hyperglycemia. Normal blood glucose is 90 mg/dl. Alleged infusion sets were discarded and will not be returned for eval. Pt was unable to provide the infusion set lot numbers. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was available.